Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Liver abscess [liver abscess]. Loose tube observed following CT scan [foreign body]. Both blood and pus cultures showed escherichia coli. [Escherichia infection]. Mild nausea was only observed. [Nausea]. Dc bead loaded with epirubicin 30 mg [off label use]. Case description: initial information received on (B)(6) 2015: this spontaneous medical device report was received from a healthcare professional via the company distributor, concerning a (B)(6) male patient. No medical history and no concomitant medication were reported. On (B)(6) 2015, the patient underwent tace using dc bead (size, lot number and expiration date not reported) for an unspecified indication. On (B)(6) 2015 the patient developed abscess and was hospitalized where, on an unknown date, he was still treated as an inpatient. At the time of this report, the event (abscess) was not recovered. The physician assessed the event (abscess) as possibly related to dc bead. No more information was provided. Additional information received on (B)(6) 2015: the physician reported that on an unknown date before tace no symptom was observed. Pre-tace the patient was diagnosed with one tumor of 16 mm maximum diameter and no other tace was performed previous to the current one. The patient has concomitant hepatic cirrhosis, chronic pancreatitis and hypothyroidism as well as an historical trigeminal neuralgia. On (B)(6) 2015, the patient underwent tace with one vial of dc bead (100-300 microm) loaded with epirubicin 30 mg for hepatocellular carcinoma (reporter has no information on the batch number and expiration date). Tace was performed on s8 peripheral (s8a only). The degree of embolization (5 heartbeats after contrast medium injection used as a reference for the disappearance rate of contrast medium) was slow. Mild nausea was only observed, no abdominal symptom occurred and on (B)(6) 2015 the patient was discharged. On (B)(6) 2015, from around 14:00, the patient had abdominal pain in the right side. This symptom observed was a predictor of the onset of liver abscess and that no biloma was observed before the onset of liver abscess. On the same day, he visited the emergency outpatient department of the hospital where an enhanced CT revealed appearance of a low density region more than 4 cm in size in the peripheral side of the treated s8 tumor. The region was circumferentially associated with regional dense staining and a diagnosis of liver abscess was made. An intravenous antibiotic treatment was started on the same day. On (B)(6) 2015, the antibiotic drug was changed from meropen (meropenem hydrate) to cefazolin sodium. On (B)(6) 2015, a CT scan revealed enlargement of abscess cavity. On (B)(6) 2015, the antibiotic treatment was changed to oral treatment with fosmicin ds (fosfomycin) but pyrexia occurred again. On (B)(6) 2015, the oral antibiotic treatment was changed again to intravenous infusion of cefazolin sodium. On (B)(6) 2015, percutaneous drainage was performed and pyrexia showed a tendency of gradual decline. On (B)(6) 2015, a CT scan revealed a loose tube, and this tube was removed. Subsequently, the abdominal pain was tolerable. On (B)(6) 2015, the liver abscess was recovering, and the time of the report, intravenous infusion of the antibiotic agent was continuing. The physician considered the event (liver abscess) as possibly related to the use of dc bead. The company also considered the event experienced by the patient as related to the product, as its role cannot be excluded. Additional information received on (B)(6) -2015: laboratory data were provided and added in the lab data section. It is reported that both blood and pus cultures showed escherichia coli. No other information provided. Case comment: this case documents an off-label use of dc bead since tace was performed using dc bead loaded with epirubicin, whereas dc bead is indicated only for use with doxorubicin and irinotecan. Liver abscess, foreign body, and nausea are considered unlisted according to dc bead current instructions for use. Escherichia infection is considered listed according to dc bead current instructions for use. The physician considered the event of liver abscess as possibly related to the use of dc bead. Although patient's underlying diseases could have contributed to the event, the company considered the serious event (liver abscess) to be likely related to the tace procedure since the event developed few days after the tace. However the presence of the not better defined loose tube could have contributed to the occurrence of the event. Moreover, even if liver abscess is considered unlisted, infection is considered listed according to dc bead current instructions for use. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in the UK were in 2004. Sales data from (B)(6) 2010 for dc bead is: EU (B)(4) vials and row (B)(4) vials.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Liver abscess [liver abscess] loose tube observed following CT scan [foreign body] mild nausea was only observed. [Nausea] dc bead loaded with epirubicin 30 mg [off label use] case description: initial information received on (B)(6) 2015: this spontaneous medical device report was received from a healthcare professional via the company distributor, concerning a (B)(6) male patient. No medical history and no concomitant medication were reported. On (B)(6) 2015, the patient underwent tace using dc bead (size, lot number and expiration date not reported) for an unspecified indication. On (B)(6) 2015 the patient developed abscess and was hospitalized where, on an unknown date, he was still treated as an inpatient. At the time of this report, the event (abscess) was not recovered. The physician assessed the event (abscess) as possibly related to dc bead. No more information was provided. Additional information received on 05-nov-2015: the physician reported that on an unknown date before tace no symptom was observed. Pre-tace the patient was diagnosed with one tumor of 16 mm maximum diameter and no other tace was performed previous to the current one. The patient has concomitant hepatic cirrhosis, chronic pancreatitis and hypothyroidism as well as an historical trigeminal neuralgia. On (B)(6) 2015, the patient underwent tace with one vial of dc bead (100-300 microm) loaded with epirubicin 30 mg for hepatocellular carcinoma (reporter has no information on the batch number and expiration date). Tace was performed on s8 peripheral (s8a only). The degree of embolization (5 heartbeats after contrast medium injection used as a reference for the disappearance rate of contrast medium) was slow. Mild nausea was only observed, no abdominal symptom occurred and on (B)(6) 2015 the patient was discharged. On (B)(6) 2015, from around 14:00, the patient had abdominal pain in the right side. This symptom observed was a predictor of the onset of liver abscess and that no biloma was observed before the onset of liver abscess. On the same day, he visited the emergency outpatient department of the hospital where an enhanced CT revealed appearance of a low density region more than 4 cm in size in the peripheral side of the treated s8 tumor. The region was circumferentially associated with regional dense staining and a diagnosis of liver abscess was made. An intravenous antibiotic treatment was started on the same day. On (B)(6) 2015, the antibiotic drug was changed from meropen (meropenem hydrate) to cefazolin sodium. On (B)(6) 2015, a CT scan revealed enlargement of abscess cavity. On (B)(6) 2015, the antibiotic treatment was changed to oral treatment with fosmicin ds (fosfomycin) but pyrexia occurred again. On (B)(6) 2015, the oral antibiotic treatment was changed again to intravenous infusion of cefazolin sodium. On (B)(6) 2015, percutaneous drainage was performed and pyrexia showed a tendency of gradual decline. On (B)(6) 2015, a CT scan revealed a loose tube, and this tube was removed. Subsequently, the abdominal pain was tolerable. On (B)(6) 2015, the liver abscess was recovering, and the time of the report, intravenous infusion of the antibiotic agent was continuing. The physician considered the event (liver abscess) as possibly related to the use of dc bead. The company also considered the event experienced by the patient as related to the product, as its role cannot be excluded. Case comment: this case documents an off-label use of dc bead since tace was performed using dc bead loaded with epirubicin, whereas dc bead is indicated only for use with doxorubicin and irinotecan. Liver abscess, nausea and foreign body are considered unlisted according to dc bead current instructions for use. The physician considered the event of liver abscess as possibly related to the use of dc bead. Although patient's underlying diseases could have contributed to the event, and the company considered the serious event (liver abscess) to be likely related to the tace procedure since the event developed few days after the tace. However the presence of the not better defined loose tube could have contributed to the occurrence of the event. Moreover, even if liver abscess is considered unlisted, infection is considered listed according to dc bead current instructions for use. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The follow up information received did not change the assessment of the case. (B)(4).

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Liver abscess [liver abscess]. Loose tube observed following CT scan [foreign body]. Both blood and pus cultures showed escherichia coli. [Escherichia infection]. Mild nausea was only observed. [Nausea]. Dc bead loaded with epirubicin 30 mg [off label use]. Case description: initial information received on (B)(6) 2015: this spontaneous medical device report was received from a healthcare professional via the company distributor, concerning a (B)(6) male patient. No medical history and no concomitant medication were reported. On (B)(6) 2015, the patient underwent tace using dc bead (size, lot number and expiration date not reported) for an unspecified indication. On (B)(6) 2015 the patient developed abscess and was hospitalized where, on an unknown date, he was still treated as an inpatient. At the time of this report, the event (abscess) was not recovered. The physician assessed the event (abscess) as possibly related to dc bead. No more information was provided. Additional information received on 05-nov-2015: the physician reported that on an unknown date before tace no symptom was observed. Pre-tace the patient was diagnosed with one tumor of 16 mm maximum diameter and no other tace was performed previous to the current one. The patient has concomitant hepatic cirrhosis, chronic pancreatitis and hypothyroidism as well as an historical trigeminal neuralgia. On (B)(6) 2015, the patient underwent tace with one vial of dc bead (100-300 microm) loaded with epirubicin 30 mg for hepatocellular carcinoma (reporter has no information on the batch number and expiration date). Tace was performed on s8 peripheral (s8a only). The degree of embolization (5 heartbeats after contrast medium injection used as a reference for the disappearance rate of contrast medium) was slow. Mild nausea was only observed, no abdominal symptom occurred and on (B)(6) 2015 the patient was discharged. On (B)(6) 2015, from around 14:00, the patient had abdominal pain in the right side. This symptom observed was a predictor of the onset of liver abscess and that no biloma was observed before the onset of liver abscess. On the same day, he visited the emergency outpatient department of the hospital where an enhanced CT revealed appearance of a low density region more than 4 cm in size in the peripheral side of the treated s8 tumor. The region was circumferentially associated with regional dense staining and a diagnosis of liver abscess was made. An intravenous antibiotic treatment was started on the same day. On (B)(6) 2015, the antibiotic drug was changed from meropen (meropenem hydrate) to cefazolin sodium. On (B)(6) 2015, a CT scan revealed enlargement of abscess cavity. On (B)(6) 2015, the antibiotic treatment was changed to oral treatment with fosmicin ds (fosfomycin) but pyrexia occurred again. On (B)(6) 2015, the oral antibiotic treatment was changed again to intravenous infusion of cefazolin sodium. On (B)(6) 2015, percutaneous drainage was performed and pyrexia showed a tendency of gradual decline. On (B)(6) 2015, a CT scan revealed a loose tube, and this tube was removed. Subsequently, the abdominal pain was tolerable. On (B)(6) 2015, the liver abscess was recovering, and the time of the report, intravenous infusion of the antibiotic agent was continuing. The physician considered the event (liver abscess) as possibly related to the use of dc bead. The company also considered the event experienced by the patient as related to the product, as its role cannot be excluded. Additional information received on 15-dec-2015: laboratory data were provided and added in the lab data section. It is reported that both blood and pus cultures showed escherichia coli. No other information provided. Final assessment on 27-jan-2016: no device failure has been identified as a result of this adverse event. Follow up information was requested to further investigate the event, additional information received was processed within the medwatch. No further information is expected. It has been assessed that no corrective action is necessary at this time and the report is final. Case comment: this case documents an off-label use of dc bead since tace was performed using dc bead loaded with epirubicin, whereas dc bead is indicated only for use with doxorubicin and irinotecan. Liver abscess, foreign body, and nausea are considered unlisted according to dc bead current instructions for use. Escherichia infection is considered listed according to dc bead current instructions for use. The physician considered the event of liver abscess as possibly related to the use of dc bead. Although patient's underlying diseases could have contributed to the event, the company considered the serious event (liver abscess) to be likely related to the tace procedure since the event developed few days after the tace. However the presence of the not better defined loose tube could have contributed to the occurrence of the event. Moreover, even if liver abscess is considered unlisted, infection is considered listed according to dc bead current instructions for use. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4).

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Abscess case description: initial information received on 19-oct-2015: this spontaneous medical device report was received from a healthcare professional via the company distributor, concerning a (B)(6) male patient. No medical history and no concomitant medication were reported. On (B)(6)-2015, the patient underwent tace using dc bead (size, lot number and expiration date not reported) for an unspecified indication. On (B)(6)-2015 the patient developed abscess and was hospitalized where, on an unknown date, he was still treated as an inpatient. At the time of this report, the event (abscess) was not recovered. The physician assessed the event (abscess) as possibly related to dc bead. No more information was provided. Case comment: abscess is considered unlisted according to dc bead current instructions for use. The physician considered the event of abscess as possibly related to the use of dc bead. Although patient's underlying diseases could have contributed to the event, the company considered the event (abscess) to be likely related to the tace procedure since the event developed few days after the tace. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4).